Event description:
It was reported that stent migration occurred and additional intervention was required. A 16x60mm, 100cm vici stent system was selected for use in a non-thrombotic may thurner lesion with very tight compression. The procedure was completed via femoral access. Physician noted that the patient had a small inferior vena cava (ivc) and the selected stent may have been 1mm-2mm too small. No pre-dilation was performed. Initial placement of the stent was perfect and complete wall apposition was noted near the middle and end of the stent. Physician performed a post angioplasty and after the balloon was verified to be fully deflated, the physician pulled the balloon to remove it and the stent moved approximately 1-1.5 cm. A 16x90 wallstent was implanted to compensate for the moved stent and the procedure was completed. There were no patient complications post procedure.